Event description:
The customer reported a false reactive alinity I toxo igg result generated on the alinity I processing module for one patient sample. The following data was provided (alinity I toxo igg reference range: < 1.6 iu/ml nonreactive, 1.6 to < 3.0 iu/ml grayzone, >/= 3.0 iu/ml reactive): tested on (b)(6 2025, sid (B)(6): toxo igg result on the alinity = 22.7 iu/ml, toxo igg result on the vidas = nonreactive, toxo igg result on the architect = 24.6 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The returned specimen sample was tested with lot 71075be00 (instead of the expired lot 66439be00) with the following results: sample ID (B)(6) alinity I toxo igg untreated: 19.4 iu/ml, alinity I toxo igg hbt treated: 19.6 iu/ml, alinity I toxo igg nabt treated: 19.5 iu/ml, microgen recomline toxoplasma igg blot: borderline (gra8 band (++) visible) note: since alinity I toxo igg reagent lot 71075be00 was also reactive with the customer sample, this lot was included within this product evaluation. Review of tracking and trending for the alinity I toxo igg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lots 66439be00 and 71075be00. Review of the device history record did not identify any nonconformances or deviations associated with lots 66439be00 and 71075be00. The overall performance of alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the lots 66439be00 and 71075be00 are within the established limits and comparable to the historical reagent lot performance. Additionally, in-house testing of a retained reagent kit of lot 71075be00 was performed. All specifications were met, and no false reactive results were obtained, indicating that the lot generates the expected results. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I toxo igg reagent lot 66439be00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number: 07p45-32 that has a similar product distributed in the us, list number: 07p45-40/-45, with 510k/PMA/bla number: k210596.

Event description:
The customer reported a false reactive alinity I toxo igg result generated on the alinity I processing module for one patient sample. The following data was provided (alinity I toxo igg reference range: < 1.6 iu/ml nonreactive, 1.6 to < 3.0 iu/ml grayzone, >/= 3.0 iu/ml reactive): tested on (B)(6) 2025, sid: (B)(6): toxo igg result on the alinity = 22.7 iu/ml. Toxo igg result on the vidas = nonreactive. Toxo igg result on the architect = 24.6 iu/ml. There was no impact to patient management reported.